Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that almost 2 months after the dental implant was installed in intraoral region #23, it was verified its non-osseointegration . The 60 ncm of primary stability was achieved and immediate load was performed.